Event description:
It was reported that balloon burst occurred. The patient presented with a peripheral arterial disease and underwent a percutaneous transluminal angioplasty procedure. The 80% stenosed target lesion was located in the mildly tortuous and calcified anterior tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, upon the first inflation at 6 atmospheres for 3 seconds, the balloon burst. The device was removed successfully and there were no device fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.